Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there were several noise reversion episodes which caused inhibition of cardiac pacing. Also, it was noted that there was decreased r wave sensing with the lead which caused r wave amplitude variations. Lead noise was unable to be reproduced with isometrics. Programming changes were made to the rv lead. The patient was in stable condition.